Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was over 600 mg/dl and was addressed with a correction bolus. Reportedly the customer had manual injections for alternate insulin therapy.